Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypogylcemia.

Event description:
It was reported that hour glass/no readings/sensor error occurred. The sensor was inserted into the abdomen on (B)(6) 2021. On (B)(6) 2021, the patient reported a sensor error that lasted for approximately 4 hours. During the sensor error, the patient experienced a hypoglycemic event that required emergency medical services (ems) and IV glucose. The patient was not transported to the hospital. At the time of the report, the patient was in stable condition. Data was provided for investigation. The problem could not be confirmed. The probable cause could not be determined post investigation as the allegation was not found. No additional patient or event information is available.